Manufacturer narrative:
This report is submitted on march 26, 2021.

Event description:
Per the clinic, the patient experienced skin issues (issues not specified). The magnet was explanted on (B)(6) 2021. There are plans to place an abutment on the implant.